Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that in the late afternoon, a care solution personnel took a bg reading which was 30 mg/dl while cgm was unspecified. The reporter was alleging that the patient did not hear any alert from the receiver. The patient was incoherent but no immediate treatment was administered care solution personnel at the facility where the patient was staying contacted emergency medical services (ems). Upon arrival, bgm was taken but reporter was not aware what the cgm nor bg readings were. Emergency medical teams (emts) administered oral glucose gel, which improved blood glucose levels (unspecified). Once the patient became coherent enough, she ate a sandwich and drank orange juice. Ems remained on site for more than one hour. By that time, the patient was doing fine. The patient continued using the same cgm sensor afterward. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.